Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection shows the lens is cut in pieces, both haptics are missing. Using a microscope at 12x magnification shows the lens can be identified as tecnis toric acrylic 1-piece intra ocular lens because of the presence of marking holes. The lens is optic is damaged. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens additional analysis is not possible. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed. Device history records show that the production order was produced without deviations or non-conformances. There were no non-conforming materials reports. There were no process or material changes. The device met product manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Correction to initial report: implanted date should be (B)(6) 2014. Correct spelling of reporter's name: (B)(6). Labeled for single use: yes should be checked. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that while implanting a zct225u230 intraocular lens (iol) into the patient's left eye, the haptic broke. In follow up received on (B)(4) 2015, it was learned that the iol was fully implanted and the incision was enlarged to remove it from the eye. Another iol of the same power was implanted during the same procedure. The patient is reported to be doing fine.